Event description:
Additional information was recieved from the manufacturing representative. Rep reported cause was due to adaptive stim was set to zero in a certain position and so the patient felt the stimulation turning off. Then when he was in another position is was set to high for his comfort. Rep reoriented his adaptive stim and set new parameters. Issue has been resolved. Information confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that when they went to program their stimulation this morning, they noticed that the stimulation is dropping to "0000". Patient commented that the stimulation is turning off by itself. Patient also commented that they originally had the adaptive stim (as) turned on for a couple of months and set it back to basic settings. Patient mentioned that they were in so much pain that they needed to crawl to the bathroom. Patient also mentioned that this has happened four times since last thursday. Patient confirmed that adaptive stim was enabled. Agent reviewed that turning off the adaptive stim could resolve the issue however if they still want to use the adaptive stim feature, they need to follow up with their hcp to meet with their rep to further address the issue. Patient confirmed that they were able to turn the adaptive stim off and were able to increase stimulation. Patient confirmed that they could feel stimulation. Patient also mentioned that they have failed back syndrome. Patient commented that they have been dealing with pain for 13 years and the device helps them. Patient stated that they are interested in becoming an ambassador and had been an ambassador in the past. Agent provided phone number to the ambassador program.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and received the replacement controller and since they received their replacement controller they couldn't get their adaptivestim to work. During the call patient was on group a. Program 1 was at 3.3, program 2 was at 3.2, program 3 was at 3.2, and program 4 was at 3.3. Patient mentioned they were running their stimulation pretty high. Patient was able to turn their adaptivestim on. Patient would use the adaptivestim for about 2 months then turned it off and it kept them pain free. Patient had trouble sleeping and hadn't had the adaptivestim since they got their replacement controller. Patient mentioned their adaptivestim was running all the time before. Agent had difficulty hearing patient during the call. Patient mentioned their stimulation was too much sometimes and had to lower their stimulation. Patient was never informed that they could adjust their settings on the other groups. Group b was all set to 0. Patient left a voicemail to their representative today. Agent redirected patient to their hcp if the issue persisted. Patient had foot surgery.